Event description:
Customer reported high blood glucose. The current blood glucose reading is 330 mg/dl. Customer has treated with manual injection. Customer was hospitalized due to high blood glucose. The blood glucose reading at the time of the event was 136 mg/dl. Customer was dehydrated, feeling sick and thirsty. Customer was also treated for heart condition. During troubleshooting, time and date are incorrect. Corrected the time and date. The time was off by one hour. The programming is correct. Manual prime correct, insulin did exit the tubing. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.